Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was above 41 mg/dl at the time of the incident. The customer was treated with bolus via pump. The customer stated that they can't read sensor need to replace it and put the new one in, it was off by 100, off by 50, off by 80. The customer blood glucose was 274 mg/dl and the sensor glucose was 153 mg/dl at the time of event. The customer sensor glucose and blood glucose difference is not within acceptable range. The customer declined troubleshooting for high blood glucose. The customer was advised to enter blood glucose reading into the pump immediately after testing blood glucose, do not delay entry. The insulin pump will not be returned for analysis.